Event description:
It was reported that lead dislodgement and low r-wave amplitudes were observed. The lead was explanted and replaced with no complications when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.